Event description:
Health professional reported "implant malposition" and "a bit lateralized". Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Health professional additionally reported "implant malposition" and "a bit lateralized." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and a curved opening. A leak test was performed and found one opening. A microscopic analysis identified a curved sharp opening on the valve bond edge assessed as an unidentified tear opening. No shell thickness due to the opening being under the plug strap. A fill inspection was performed and identified no blockage in the valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.